Manufacturer narrative:
No device was returned to olympus for evaluation. The name and complete address of the user facility was not provided. No contact information was provided for the user facility. The article mentioned the following improvement measures: 1.if a problem occurs in the camera used by the patient and disinfection cannot be performed, decide on a storage location and be thorough. In addition, be sure to report to the me who is responsible for handling medical devices. 2. When standing on the frame to dry after cleaning and disinfection, be sure to wear a "disinfected" card. 3.in the event of a malfunction in a medical device, strengthen the system for sending and receiving requests by holding a meeting in the morning so that everyone can be informed. 4.organize the endoscope room, clearly indicate the storage location, etc., and respond so that cleanliness and uncleanness can be distinguished. This report will be supplemented if new information becomes available later.

Event description:
This medical safety information is based on cases collected in the medical accident information collection project (a project subsidized by the ministry of health, labor and welfare), and was prepared to prevent medical accidents from occurring and recurring. Upon review of the med-safe report no. (B)(4), olympus found the 39th quarterly report which contained reports related to endoscope cleaning/disinfection. There were 14 events or reports related to cleaning/disinfection of endoscopes found in the 39th quarterly report. The collection project was said to have started from october 2004, and up to the analysis period covered by this report from july-september 2014. This is 2 of 14 reported events. The article stated that an unspecified model of bronchoscope was used on a patient that was suspected of having lung cancer. A cytopathology and m. Tuberculosis smear test was performed. After the procedure, the bronchoscope was immersed into the protein remover (sidezyme) for about 5 minutes, then washed with water, and the lumen was brushed three times. The lumen was pressure washed with a syringe. Prior to performing the mechanical cleaning and disinfection, it was found that the light source was damp when the cap was removed. There was a possibility that the bronchoscope was defective, so the user contacted the vendor to confirm the countermeasures. The user was then instructed to dry the bronchoscope for 2-3 days without disinfection, so instead of disinfecting the bronchoscope, the user placed the bronchoscope against the disinfected frame. The next morning, the nurse in-charge of endoscopy thought that the bronchoscope leaning against the frame has been disinfected and put it in the storage shelf. The bronchoscope was then used on another patient that was suspected of having pulmonary tuberculosis. It was brushed and submitted for cytopathology and tuberculosis bacillus smear test. Another nurse noticed that there was no unsterilized bf and checked with the nurse in charge and found that the bronchoscope that was used on the second patient was unsterilized. The test results for the first patient showed hcv positive, cytopathology was positive, and the tuberculosis smear test was negative. The second patient¿s test results showed hcv positive, cytopathological test negative, and tuberculosis bacillus smear test negative. The attending physician informed the patient about the incident. No further information was provided. A bf-q290 was selected as a representative product, as the article did not specify the model and serial number of the bronchoscope used during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.